Manufacturer narrative:
(B)(4). Medical product: oss segmental femoral component catalog # 150355 lot # 267280. Oss tibial bearing catalog # 150411 lot # 312720. Oss femoral bushings set catalog # 150477 lot # 040920. Oss femoral bushings set catalog # 150477 lot # 918980. Oss yoke catalog # 150493 lot # 991160. Oss tibial bushing catalog # 150476 lot # 581390. Oss non-modular long tibial baseplate catalog # 161043 lot # 068050. Compress device segmental anchor plug catalog # 178402 lot # 930680. Compress transverse pin catalog # 178527 lot # 785050. Compress anti-rotation spindle catalog # 178354 lot # 925600. Compress nut catalog # 178512 lot # 885860. Compress centering sleeve catalog # 178537 lot # unknown. Oss diaphyseal locking screw set catalog # 150481 lot # 133790. Compress taper adapter catalog # 178711 lot # 755330. Oss diaphyseal stacking adaptor catalog # 150483 lot # 975100. Oss diaphyseal segment catalog # 150465 lot # 414310. Oss axle catalog # 150480 lot # 584290. Oss locking pin catalog # 150478 lot # 210660. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09174; 0001825034-2018-09175; 0001825034-2018-09178; 0001825034-2018-09181; 0001825034-2018-09183; 0001825034-2018-09418; 0001825034-2018-09420; 0001825034-2018-09421; 0001825034-2018-09422; 0001825034-2018-09423; 0001825034-2018-09424; 0001825034-2018-09425; 0001825034-2018-09426; 0001825034-2018-09428; 0001825034-2018-09430; 0001825034-2018-09433. Product location is unknown.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.